Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of noise and high pacing impedance were not confirmed.

Event description:
It was reported that during initial implant, the right atrial lead was sensing noise and had high, out of range pacing impedance. A new atrial lead was used and implanted successfully. The patient was stable throughout.